Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge each time the patient performed the load step. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed several load step malfunctions recorded. The pump was returned for investigation with visible moisture in the display screen. The pump powered on normally but had no vibratory function. A rewind, load and prime sequence was performed successfully with no associated alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate program with no alarms. A leak test was performed and revealed a crack in the case between the display lens and the case seal near the upper right corner or the pump. A force sensor calibration test was performed and revealed the force sensor to be out of specifications. The pump was removed from the casing for investigation and revealed corrosion on the force sensor plate, the vibration motor and under the display. The force sensor was removed for investigation and revealed corrosion on the force sensor, both internally and externally. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.